Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will e field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company criteria. (B)(4).

Event description:
An optometrist reported a case of bilateral hyperopic overcorrection with slight astigmatism, observed at twelve days post lasik treatment. Patient noted having trouble with distance vision. Additional follow up reporter indicated patient issue currently being monitored, and glasses prescription was given. Optometrist indicated she did not feel the excimer laser caused or contributed to the patient issue. No other information was provided to indicate a possible contributing factor. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.